Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient was hospitalized and discharged the same day for peritonitis. On (B)(6)2010, the patient was given a loading dose of vancomycin 1gm intraperitoneal (ip), and started on fortum 1gm ip once daily and amikacin 250mg ip once daily. It was unknown if the event of peritonitis resolved. At the time of reporting, the patient continued with fortum and amikacin. The root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.